Event description:
Customer reports vertical motion down button working intermittently. No injury reported.

Manufacturer narrative:
Service inspected unit and found vertical column to work as intended. Unable to reproduce issue. System back in service.